Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that her meter would not power on. The pt stated that her meter stopped working approx 3 weeks ago. One week after meter had stopped working, the pt felt unwell. This was either in 2006 (pt unsure of exact date). On the day of the event, the pt ate her breakfast (1 slice of toast with butter and darnk tea) at 8:45 a.m. And took 2 of her glucozide (80mg) and 1 metformin (500mg). At around 1:30 p.m. Th pt ate a salad sandwich, one hour later, at around 2:30 p.m. , she felt weak, very thirsty, and was having trouble keeping her eye's open. The pt's daughter went to a neighbor's house. (Who is a nurse) and she advised her to go to the hospital. The pt's brother took her to the hosp, where her blood glucose was tested; the result was 1.8mmol/l. The pt was given an bottle of lucozada and a banana; she also took her metformin (500mg) as prescribed. The nurse came back half an hour later and tested her blood sugar level again and it was around 6.7mmol/l. The pt was then discharged. She has not tested her blood glucose since her meter stopped working. The pt had a follow-up with her nurse 2 weeks later and had a blood test, which was sent to the lab. The pt stated that her meter would not turn on by pressing the m button on inserting a test strip. She had reseated the battery, but the meter still would not turn on. She reported no meter trauma. This complaint is being reported, as the meter issue was not resolved with troubleshoting. The pt was unable to use the meter and subsequently suffered a hypoglycemic event. She received medical intervention. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.